Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that his onetouch verio iq meter read inaccurately high when compared to another meter. This complaint was classified based on additional information obtained by the medical surveillance specialist after reviewing the call recording. The patient reported that the meter issue began on the morning of around (B)(6) 2014. The patient stated that he obtained readings of ¿587 and 584 mg/dl¿ with the subject meter and ¿454 mg/dl¿ with another meter, taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of less than or equal to 30%. The patient manages his diabetes with self-adjusting insulin. The patient stated that he increased his dose of humalog (from 4-8 units to 16-20 units) and lantus insulin on the same day the meter issue began in response to the alleged product issue. The patient claimed to have developed the symptoms of ¿shaking and lightheaded¿, which he associated with low blood glucose, within a week after the meter issue began; however he denied that he had received any treatment. At the time of troubleshooting, the customer support representative (csr) noted that the patient was using the correct testing technique and testing sample site. The test strips were not expired or opened for longer than the discard date and had been stored correctly. Additionally, the test strip vial was not cracked or broken. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have developed the symptom of ¿shaking¿ after the product issue began. This symptom does meet lifescan¿s criteria for a serious injury.